Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/03/2020.

Event description:
It was reported that the ventilator was inoperable at power on. There was no patient involvement. The customer troubleshot with technical support. The customer had replaced the power management board however the issue continued. The customer reported that replacing the central processing unit (cpu) addressed the reported issue and the unit was returned to use.

Manufacturer narrative:
G4: 22jun2020. B4: 23jun2020. A central processing unit (cpu) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to an electrical short in a component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.